Event description:
As stated by the customer (B)(6) 2012: when docking the chair to the pool lift the chair sloped forwards. The pt did not slide off, so no injury was caused.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.